Event description:
Healthcare professional (hcp) reports one incident of cracked fiber(s) near the potting compound of a psn 170 dialyzer. Hcp stated that the dialyzer was primed without problems. Incident occurred at the start of treatment, after the patient was connected. A blood leak alarm occurred, which tested negative with hemastix. The patient was disconnected with no blood loss noted (the patient received only 50cc normal saline when hcp noticed the problem). Hcp stated hcp was unable to put the dialyzer and blood lines into recirculation. Treatment was restarted with new disposables. No patient injury or medical intervention reported per hcp.